Event description:
We had a pt come into our ed with a ruptured 4fr. Solo power PICC. We saved the PICC.

Manufacturer narrative:
The MFR has received the sample and will be evaluated results are expected soon. A lot history review (lhr) of rexk1143 showed no other similar product complaint(s) from this lot number.